Event description:
Title: a comparative study of cyanoacrylate glue and prolene suture for mesh hernioplasty in inguinal hernia patients. The comparative study was done between two groups on the use of cyanoacrylate glue and prolene suture for mesh fixation in mesh inguinal hernioplasty. The study included 60 patients who were divided into two groups of 30 patients each using a non- random convenient sampling technique. All participants were male. The majority (35%) of the patients were in the 51-60 years age group. Both groups had similar age distributions, with a mean age of 45.30 ± 12.42 years in group a and 46.07 ± 10.93 years in group b. Mesh inguinal hernioplasty was performed, using either cyanoacrylate glue (group a) or prolene sutures (group b) for mesh fixation. Reported complications included prolene suture (ethicon), urinary retention (n=3), treatment: not reported, seroma / hematoma (n=2), treatment: not reported, wound infection (n=1), treatment: not reported. In conclusion, techniques for inguinal mesh hernioplasty employing prolene mesh fixation with cyanoacrylate glue and prolene suture no. 3 produce results that are equivalent. However, the usage of cyanoacrylate adhesive in the mesh fixation showed promising results in terms of operating time, post-operative pain, and hospital stay.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: journal of cardiovascular disease research issn: 0975-3583,0976-2833 vol15, issue5, 2024.